Event description:
The customer contact reported the pt received less medication than intended. At an unspecified time, the pump was programmed to deliver an unspecified concentration of hydromorphone, at a rate of 29ml/hr, with a vtbi (volume to be infused) of 100ml and the delivery was started. After an unspecified length of time the device display indicated the delivery was complete; however, 50ml remained in the container. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, the device delivered less than expected. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.